Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for high, out of range hv lead impedance. High capture threshold was also noted. The lead was capped and replaced when repositioning was not successful. The patient tolerated the procedure well and was discharged home the same day.